Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: review of the black box data and download history revealed the last bolus delivery and the last basal delivery was made on may 23, 2014. The daily insulin totals correctly reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 24 hours without errors, alarms or warnings. Investigation was unable to duplicate the alleged inaccurate delivery issue and the pump was determined to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).